Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing soreness at the ipg site and the ipg is mobile in the ipg pocket. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018. The ipg was placed into surgery mode and the physician formed a deeper pocket and the ipg was sutured down into the fascia. Postoperatively the ipg was taken out of surgery mode and therapy was resumed.

Event description:
Follow up information identified the soreness was due to the ipg moving in the pocket. Once the ipg was sutured down into the pocket the issue was resolved.